Event description:
Boston scientific received info that during implant induction testing with this subcutaneous implantable cardioverter defibrillator (s-ICD), after the pt was induced, they broke on their own and then went into a supraventricular tachycardia (svt). The device detected and shocked the pt out of the rhythm. A second induction was attempted, but a yellow screen on the programmer was observed indicating that telemetry was lost. Subsequent interrogation attempts with troubleshooting were unsuccessful. A magnet was then used and no audible tones were heard. Boston scientific engineering was contacted and recommended returning the device for analysis. No adverse pt effects were reported.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.